Event description:
It was suspected that the patient had a seroma and catheter disconnection. It was noted when the patient came in for refill, that there was a "puffy pocket" over the pump and it felt like a fluid filled pocket on top of pump. It was noted that the patient was not having any symptoms. There was no trouble-shooting performed as of yet on the pump. It was indicated that a dye study would be performed to rule out catheter issues. It was later reported and confirmed via dye study on (B)(6) 2012 that the catheter was disconnected from the pump. It was indicated during procedure that the health care provider (hcp) found the catheter still connected but not attached very well and when the hcp tugged on it, the catheter had fell right off. It was stated that the catheter was repaired and hooked up to the existing pump. It was noted that the catheter had great cerebral spinal fluid (csf) flow. It was reported that the patient did not have any withdrawal symptoms, however, in hind sight, the patient's mother felt like there may had been symptoms noted back in (B)(6). It was reported that the patient recovered from revision. In addition, it was indicated that the cause of the event was due to a catheter break/tear/ hole at the proximal pump segment and the catheter connector was replaced. The patient had experienced increased spasticity. It was reported that the patient did not require hospitalization. The patient had no injury and had recovered without sequelae. The drug delivered via pump was lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2012, product type catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4). Final analysis of the catheter found acceptable testing. The catheter was incomplete, returned in segments. A 40 degree 8709 pump connector was returned along with 2 short segments of catheter. A suture was still in place as received, but after decontamination the suture deteriorated during handling while testing and analysis was being performed. The connector was inspected under a microscope and no anomalies were seen. The metal portion of the connector had been properly machined. The released systems engineer also inspected the connector and did not see an anomaly with the connector that would explain why it may have detached from the pump. Segment 2 had an area of abrasion on its distal end. The distal end of segment 1 matched up with the proximal end of segment 2 the 40 degree connector was attached to a test fixture in the analysis lab and no leaking was seen. Finally, after all photos and other testing were done, the returned connector was attached to 3 different pumps. In each case the connector made what appeared to be a good connection to the pump.